Event description:
It was reported to boston scientific corporation that an overstitch suture was used in the stomach during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2026. During the procedure, the physician was placing a u-stitch suture pattern when two sutures broke in the middle of the suture material rather than detaching from the anchor. The first affected suture was removed from use and replaced with a new device; however, the issue recurred with a second suture, requiring another replacement device to be opened. Approximately 10 minutes were required each time to cut and remove the broken suture, resulting in an estimated 20-minute procedure prolongation. The procedure was ultimately completed using another of the same device from a different lot. During the procedure, the patient developed a hematoma located in the body of the stomach between the greater and lesser curvature. No additional intervention was performed to treat the hematoma; the physician sutured around the affected area and completed the procedure. The physician was unable to determine whether the device or the procedure caused or contributed to the hematoma. The patient was not admitted beyond the standard of care, subsequently recovered, and was discharged home. This is the first of two overstitch sutures used in the same procedure.

Manufacturer narrative:
Block h6: device code a0401 is being used to capture the reportable event of suture break.